Event description:
It was reported that during a routine follow up this device triggered safety mode. The device was explanted. No additional adverse patient effects were reported. Should the device be returned this investigation will be updated.

Event description:
It was reported that during a routine follow up this device triggered safety mode. A device changeout needs to be confirmed. No adverse patient effects were reported. The device remains implanted.